Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had break in aseptic technique. On an unreported date, the patient experienced vomiting and peritonitis manifested by abdominal pain and cloudy drain. The break in aseptic technique had been identified as the cause of peritonitis. The next day the patient was hospitalized for vomiting and peritonitis. On an unreported date, the patient was treated with amikacin (12.5mg/l of pd solution) and vancomycin (1gm), (routes and frequencies, not reported) for peritonitis. The re-training on proper aseptic technique was initiated. No additional information was available at the time of this report.